Event description:
Information received with return of the device notes that the device was initially programmed to ddi mode and dashes (---) were displayed for most parameters. The device was then programmed to ddd mode but the message press program was continuously displayed. There was a high current drain of 54 microa.